Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: d- evolutfx-2329. Other devices in use at the time of event includes: product ID evolutfx-29; product lot/serial number (B)(6); product type: transcatheter aortic valve (tav); implant date (B)(6) 2024; product ID d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient had very challenging type 1 bicuspid valve with a raphe between the non-coronary cusp (ncc) and right coronary cusp (rcc). The patient had severely calcified annulus and leaflets, as well as horizontal anatomy at 60-65 degrees. The devices were inspected prior to use. The team had tremendous difficulty crossing the valve with a wire. This took 30-40 minutes and the use of a snare to help guide the delivery catheter system (dcs) across the annulus. The valve finally crossed, and the baseline gradient was 110mmhg. The valve was very tight, so a pre-implant balloon aortic valvuloplasty (bav) was performed with a 10mm armada balloon. Then a second pre-implant bav was performed with a 21mm true balloon. The valve was implanted at a low depth of 10mm on the ncc and 12mm on the lcc. A post-implant bav was performed with a 21mm balloon, but the valve was still very undersized. Rapid pacing was used during the post-implant bav. Moderate paravalvular leak (pvl) was still present, therefore the team decided to perform another post-implant bav, when they noticed that the snare had interacted with the valve and caused a dislodge. No regurgitation or increased gradients occurred as a result of the dislod ge. A new valve (B)(6) was loaded. A snare was used to hold the dislodged valve in place, as another snare was used to guide the capsule across the annulus. The second valve was successfully deployed. The outflow of the second valve was used to pin the inflow of the dislodged valve in place in the ascending aorta. The final gradient was 4mmhg and trace paravalvular leak (pvl) was present. No procedural delay occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-2329, serial/lot #: (B)(6), ubd: 2026-01-28, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.